Event description:
It was reported to philips v60 unit with a battery issue. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer indicated no troubleshooting available and requested onsite service. Philips remote service engineer recommended part for an internal battery and created an onsite work order. Further information is pending.

Event description:
It was reported to philips v60 unit with a battery issue. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer indicated no troubleshooting available and requested onsite service. Philips remote service engineer recommended part for an internal battery and created an onsite work order. Further information is pending.

Manufacturer narrative:
The service provider (sp) inspected the device. The sp found that the battery was over 5 years. In addition, the sp found that the unit had error code indicating alarm light emitting diode (led) failed. The sp replaced the power management (pm) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The reported issue was due to use error: battery was over 5 years. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label. The issue was also observed outside of clinical use. Based on the information received, the issue reported does not meet the criteria of reportability.